Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high defibrillation threshold outputs post left ventricular automatic threshold test placement. This rv lead was replaced with the same model. No additional adverse patient effects were reported.